Event description:
It was reported the gastrointestinal videoscope had residuals on the distal end and possibly the working channel. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.